Event description:
The customer contact reported the device touchscreen is hard to touch control not reading well. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test and was not responsive. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the use facility, the device did not pass the touchscreen test, did not respond and was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.